Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the laser fiber has a body break, the connector was separated from the fiber body. Microscope inspection found that the tip was degraded, it had burn marks on the fiber jacket and severe burn marks on the connector face. Visual inspection found that the connector was detached and returned. Based on analysis result, the complaint against the fiber was confirmed. The fiber connector separated from the fiber body and the connector face with burn marks can be caused by misalignment, connector damage and/or the blast shield being damaged. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face leading to the diminished aim beam and separation of the fiber from the connector. According to the device instructions for use (IFU), it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The investigation conclusion code for this failure is cause traced to component failure which indicates, expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during an ureteroscopy laser lithotripsy procedure the laser made an odd sound and the power coming out of the fiber did not seem as high as it should be. The same issue occurred with two fibers in a row and then the third fiber worked properly to complete the procedure. There was no patient complication. After that, the fiber was return for analysis and investigation determined the fiber was broken and the connector separated from the fiber body.